Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, documentation, drawing, manufacturing instructions, quality control, trends, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the tubing was damaged and ripped at the proximal end of the device, and no flare was observed. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history records for possible device lots showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints across all possible device lot numbers. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Manufacturer narrative:
The lot number involved is not known. The customer reports two possible lots: ns7808398, ns7647191. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient received a cook access plus luer-lock high-volume infusion introducer set. The patient was undergoing a dressing change and site inspection. The customer reports that the hub separated from the cannula shaft " with no pressure." The separated cannula migrated into the patients' leg. A surgical cut down was performed to retrieve and resite backflow cannula. The patient reportedly experienced "significant blood loss necessitating drop in ECMO flows." No specific details were provided. The device is reportedly available for evaluation; however it has not been received by the manufacturer as of the date of this report.